Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, and high capture thresholds on the right ventricular (rv) lead. No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.